Event description:
One touch ultra meter was reading higher than normal readings. The result obtained on the meter were not provided. When the pt noticed that their meter results were running higher than normal, they called their nurse. The nurse advised them to increase their insulin from 60 units of "m4" insulin in the evening. The pt had no symptoms of high or low blood glucose level following the medication change. There is no indication that the pt experienced injury. The customer care rep (ccr) discovered that the meter was set to mg/dl instead of mmol/l. The meter had previously been set to the correct units of measurement. The pt had not recently changed the units of measurements in the meter settings. The event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced. The ccr advised the pt to tell their nurse about the incorrect unit of measurement setting on the meter to see if she advised that they change their medication regimen again.